Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted one the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 due to what they thought was an implantable cardioverter defibrillator (ICD) shock. Upon interrogation, no shocks were found. Technical services performed an analysis of the patient's log files and found one transient low flow on (B)(6) 2022 around 4:52 am. There were no other unusual events reported. It was also noted that the patient was previously diagnosed with persistent atrial fibrillation (afib) that was preexisting to the ventricular assist device (vad). The patient reported feeling "something go off in his heart three times". No interventions were made and the patient will continue current cardiac medication regimen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Although the account communicated that the patient has a known history of arrhythmia, section 1 "introduction" of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.